Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The cement monomers (liquid) for one of the two containers (both same lot) broke after the top of the bottle was broken. The top portion of bottle was fractured and another bottle was opened in its place.

Manufacturer narrative:
An event regarding ampoule breaking when opening the top of a simplex liquid ampoule was reported. The event was not confirmed. Method & results: -device evaluation and results: the fractured ampoule was not returned or a photograph provided. Six retain ampoules from the same simplex liquid lot were used for review. Visual inspection indicated that no unusual characteristics were observed and that the plastic crackers were present on the ampoules. Functional testing was performed on the retain ampoules. The purpose of the test was to verify the correct opening of the ampoules, that the break was clean upon opening or snapping off the tip of the ampoule. Opening of the ampoules: clean breaks were observed with all 6 ampoules. There was no evidence of visible fissures present on the ampoules neck or excessive fragments of glass generated under the breakage. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been one other event for the lot referenced. Conclusions: an event regarding ampoule breaking when opening the top of a simplex liquid ampoule could not be confirmed. Testing of the returned ampoules resulted in the ampoules breaking as intended, i.e. Clean breaks with no visible fissures or excessive fragments of glass. It must be noted that the customer did not use the cracker, that is supplied for opening of the ampoule, to open the ampoule in this case. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
The cement monomers (liquid) for one of the two containers (both same lot) broke after the top of the bottle was broken. The top portion of bottle was fractured and another bottle was opened in its place.